Manufacturer narrative:
End plate assembly: confirmed sharp edges.

Event description:
It was reported by service report that the end plate at the bottom of the fowler cylinder was broken and the fowler could not be safely used. No pt involvement or adverse consequences are reported.